Event description:
(B)(4) clinical study. Same case as: 2134265-2010-04817. It was reported that during a coronary stenting treatment procedure, the patient experienced a vessel dissection. Lesion 1 was located in the proximal left anterior descending (lad). The lesion was 90% stenosed, 4.0mm in diameter and 18mm long. The lesion was treated with predilation and placement of a 4.0x20mm taxus liberte stent. Lesion 2 was located in the mid lad. The bifurcated lesion was 70% stenosed, 3.5mm in diameter and 15mm long. The lesion was treated with direct stent placement and a 4.0x12mm taxus liberte stent. Lesion 3 was located in mid lad. The lesion was 70% stenosed, 3.5mm in diameter and 4.0mm long. The lesion was treated with direct stent placement and a 3.0x8mm taxus liberte stent. Residual stenosis was 0%. Lesion 4 was located in the proximal lad. The lesion was 90% stenosed, 4.0mm in diameter and 15mm long. The lesion was treated with direct stent placement and a 4.0x12mm taxus liberte stent. Residual stenosis was 0%. During the index procedure, it was reported that vessel dissection occurred. A grade (a) dissection occurred in the mid lad after the 4.0x12mm taxus liberte stent was deployed. The lesion was treated with a 3.0x8mm bailout stent and post dilation, residual stenosis was 0% with timi 3 flow noted. A grade (c) distal dissection occurred in the proximal lad after the 4.0x20mm taxus liberte stent was deployed. The lesion was treated with a 4.0x12mm bailout stent. Residual stenosis was 0 % with timi 3 flow noted. The event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).